Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that scs ipg was inoperable. As a result, surgical intervention was undertaken wherein the scs ipg was explanted and replaced and effective therapy was resumed post-operatively.

Manufacturer narrative:
Device was inadvertently reported as not returned in the initial report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.